Event description:
On (B)(6) 2010, the patient reported both the up and down buttons of the infusion device were not working. He noticed the issue while attempting to bolus one month ago. No physiological effects were reported. The patient did not require assistance from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.